Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex inside a hospital specimen jar, fully submerged in unknown cloudy solution. All leaflets were pliable. There was an approximate 9-10 millimeter (mm) tear on leaflet 1 (l1) starting from the top of the leaflet extending into the shoulder with a small remnant of leaflet still attached to the inferior coaptive junction (icj). The stitch line along the margin of attachment was intact. The tissue along the tear appeared textured and frayed. There was a smaller tear on leaflet 3 (l3) near commissure 3 that has its initiation point near inferior coaptive junction (icj) and goes 3-4mm below into the shoulder. These observations are historically associated with post implant dilation. A through and through tear was also observed in the inferior coaptive area (ica) region below the l3 tear. Leaflet 1 (l1) was partially twisted and in the closed position. Leaflets 2 (l2) and 3 (l3) were in the closed position. A gap at the point of coaptation was observed. Tissue dehisce nce was observed below commissure 1 due to tear on l1. All other commissures were intact. Conclusion: the valve was returned to medtronic for review. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Hypotension is a known potential adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case the hypotension was reported after the pre balloon aortic valvuloplasty (bav) and again when the valve was deployed. The IFU informs the user of the following occurring during deployment: shortly after annular contact, the blood pressure will be reduced until approximately the 2/3 deployment point, when the bioprosthesis leaflets are exposed and are functioning. The relationship between the congestive heart failure and the valve could not be determined but likely the heart failure is related to patient condition. It is also a known adverse effect per the IFU. As the moderate pvl continued, the user performed a post bav. The analysis results suggest that the post bav intervention, that the user reported performing, is possibly among the factors leading to the damage of the leaflet. The event description stated that the post bav was performed three times, however, it is unknown what type of balloon and what the pressure was inflated to. The event description of heart failure, ventricular fibrillation (vfib) and ventricular tachycardia (vtach) do not indicate a potential manufacturing issue. They are generally a result of known potential adverse effects per the IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. However, in this case, most likely these harms occurred as a result of the user performing three bavs with most likely a non compliant balloon at an unknown pressure. Based on the analysis of the returned valve, preliminary assessments of the cause(s) of the leaflet damage that were reported on the valve at implant, suggest that a post valve deployment intervention is possibly among the factors leading to the damage of the leaflet and subsequent severe aortic insuffiency (ai)/central ai and secondary harms of heart failure, vfib and vtach. To mitigate trauma to the annulus, the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Per the IFU, table 3: post-implant balloon dilatation sizing, the maximum balloon size chosen for dilatation using a compliant and semi-compliant balloon for the 34mm evolut pro+ valve, is 26-28mm with an applied inflation pressure of no greater than 2 atm. In this case, the user followed the IFU and used the appropriate sized balloons, however, we were not made aware of the inflation pressures or the manu facturer of the balloon used. Review of the device history review (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Updated h6- eval method, eval results, eval conclusion, health impact codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h9. The previous correction number was submitted in error. The number should be 2025587-10-28-2020-001-c. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was attempted within a patient with a native, highly calcified bicuspid aortic valve with a gradient of 70 millimeters of mercury (mmhg). A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 millimeter (mm) non-medtronic balloon. The transcatheter valve was positioned at 0/14 with moderate-severe paravalvular leak (pvl) on the left. The valve was recaptured, and the patient¿s blood pressure subsequently dropped. Cardiopulmonary resuscitation (CPR) was initiated and medication was provided. The transcatheter valve was deployed at 4/4 and released. Low blood pressure continued and a moderate pvl was noted on the left. A post-implant bav was performed using a 28 mm non-medtronic balloon two times with no seal. The valve was dilated a third time and the angiogram showed no pvl. An echocardiogram revealed a gradient of 7 mmhg and a mild pvl. The patient coded, experiencing ventricular tachycardia followed by ventricular fibrillation. Cardiac defibrillation was performed. A balloon pump was initially inserted and then a transition to extracorporeal membrane oxygenation (ECMO) occurred and the patient was transferred to the operating room. An echocardiogram at that time noted wide open, severe central aortic regurgitation. The transcatheter valve was explanted and a surgical aortic valve was successfully implanted. No additional adverse patient effects were reported.